Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products: tsvmb10, imp, tsv, mcol mg,3.7mm, 10m lot 1254499. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured inside the implant and the implant fractured as well. Implant put to sleep won´t be returned for investigation. This complaint refers to the fracture screw.